Event description:
It was initially reported by the patient's mother that the patient's device was explanted back in 2001 due to infection. Patient was re-implanted with a new device in 2004. No other information was given. Follow up with the treating physician and surgery revealed that the incident took place 10 years ago and it's hard to get information on a incident that happened 10 years ago. Device sterility records were checked and it was confirmed that the device was sterile at the time of dispatch from the manufacture. No further information could be obtained.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.